Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that flush port detachment from the catheter occurred during the procedure. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. After the physician completed left side pfa ablation, the catheter was removed to reshape the splines. Upon removing the device, it was discovered that the side flush port detached from the catheter. The device was not re-introduced into the patient, and the device was replaced with a different farawave catheter. The procedure was completed successfully without patient complications. No further information was reported. The device is expected to be returned for laboratory analysis.